Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, there was a hole in the pouch bag of the oxygenator. No pt involvement as this occurred during setup. Product was not used. Surgery was successfully completed.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available.